Event description:
A report was received that the patient had a failed trial procedure due to muscle spasms. The trial lead was explanted.

Event description:
A report was received that the patient had a failed trial procedure due to muscle spasms. The trial lead was explanted.

Manufacturer narrative:
The explanted trial lead was not returned to bsn as it was discarded by the medical facility.